Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appears to be use related. The product returned for evaluation was one 20ga x 0.75" miniloc safety infusion set. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. The returned product sample was evaluated and two holes in the catheter were observed in the extension tubing, near the luer adapter. Microscopic examination of the catheter holes confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. The size of the hole was within the outside diameter of commonly used needles. The fracture edges were sharply formed and had planar (flat) surfaces blood residue was seen on the sample which showed that the product had undergone at least some use. The damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. A secondary hole was observed circumferentially opposite the initially observed hole. This was likely the exit point of the needle as it passed through the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that the needle was leaking during administration of cytostatics. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0069 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the needle was leaking during administration of cytostatics. No other information was provided.